Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 400 mg/dl this morning. Customer treated with a shot. Customer was unable to troubleshoot the insulin pump as it is on blank display due to exposure to urine.